Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that after cleaning the medium attachment device with a brush prior to the procedure, a thin wire-like (like a spider web) foreign material was found inside the attachment was confirmed. The device was visually inspected as received and it was found that the device passed visual inspection. The attachment was received in optical good condition assessing from the outside. Inside the device several bristles could be detected which also made it difficult to insert a cutter. The attachment passed all functional testing after a cutter could be inserted and locked to the dedicated handpiece. The device was fully dismantled and several bristles of fiber, most likely resulting from a cleaning brush, could be found. It was further determined that the device failed pretest for cutter insertion. It was determined that the most probable cause for the found defect of metal fibers inside the device was improper reprocessing by the customer. The assignable root cause of these conditions was determined to be traced to environmental conditions. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that while the nurse was cleaning the attachment device with a brush prior to an unknown surgical procedure it was observed that a thin wire-like (like a spider web) foreign material was inside the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.